Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the operating room for a routine pulse generator change out procedure. The physician noted that it was difficult to remove the lead from connector. The device was explanted.